Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. Ramware version 3 was installed on (B)(6) 2010. High battery impedance leading to eri. Lifetime v sensing integrity count (sic) of 455 with first v-sic on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached end of service (eos) early. The device was explanted and replaced. After explant, the device was sent for sterilization and underwent a washing process at 98 degrees celsius. This potentially could have caused the huge amount of short v-v intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.